Manufacturer narrative:
The following sections have been corrected for manufacturer MDR follow-up report 1220648-2026-01650 #1: the following should be noted: product receipt date was incorrectly documented in complaint file as 12/29/2025 which was before the date of occurrence. The correct receipt of the product was 1/29/2026 and therefore the submission due date should have been 2/28/2026 not 1/28/2026 as initially reported.

Event description:
A 71 year old male with a history of cardiomyopathy and prior coronary artery bypass grafting was supported with an impella cp. Implant and explant dates were not provided. During use, the aic console reported a purge subsystem issue characterized as a ¿purge disc not detected¿ event. The device was removed due to the reported issue; however, the patient later received an impella 5.5 implanted via the right axillary artery on (B)(6) 2025 at 19:29. At the time of reporting, the patient remained on mechanical circulatory support, and no adverse patient outcome associated with this complaint was identified. There is no evidence of device related patient harm, and the patient remains on support with the impella 5.5. Further evaluation will be performed upon return of the aic console.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.